Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 04/01/2024, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 04/12/2024. Blocks d4 and h4: the complainant was unable to report a upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-02077 for the exalt model d scope and 3005099803-2024-02193 for the exalt model d controller. It was reported that an exalt model d single use scope and exalt model d controller were used for an endoscopic retrograde cholangiopancreatography (ercp) procedure at an unknown date. During the procedure, the image turned from purple to green to red, and then visualization was lost. The physician tried troubleshooting by unplugging and replugging the scope but visualization could not be restored. There were no patient complications related to this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 04/01/2024, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 04/12/2024. Blocks b5 and h2: event description was updated with additional information received on may 8, 2024. According to this information, there is no performance allegation against the exalt controller. Therefore, this record no longer meets complaint criteria and has been reassessed as non MDR reportable. Blocks d4 and h4: the complainant was unable to report a upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-02077 for the exalt model d scope and 3005099803-2024-02193 for the exalt model d controller. It was reported that an exalt model d single use scope was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure at an unknown date. During the procedure, the image turned from purple to green to red, and then visualization was lost. The physician tried troubleshooting by unplugging and replugging the scope but visualization could not be restored. The procedure was completed with another exalt scope. The controller was tested with another scope after the procedure and it functioned as intended. There were no patient complications related to this event.